Event description:
It was reported that the patient arrived to the hospital after receiving shocks from their dual chamber implantable cardioverter defibrillator (ICD). Upon evaluation, it was found the patient received six inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Our devices are not intended to treat atrial arrhythmias. As a result, the patient was hospitalized for a few days and received intravenous medication, amiodarone, to control the atrial arrhythmia. At this time, there is no plan for device reprogramming or intervention. During the hospitalization, the patient underwent a cardioversion to treat the af. After the patient was discharged from the hospital, it was found through remote monitoring, the patient experienced another separate episode of shock therapy. The plan is to continue to monitor the patient. The device remains in service at this time. No additional adverse patient effects were reported.